Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a uptream occlusion alarm. It is unknown if there was patient involvement.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. D9: date returned to mfg; 2/4/2025. Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed for analysis. The customer reported was confirmed due to the device alarming cassette not attached. The reported complaint could not be duplicated though, and a root cause cannot be determined.